Manufacturer narrative:
Test strip lot #1020213212 expiration date: july 2015 control solution lot #1030214093 range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. When the consumer arrived at the hospital, a blood glucose test was performed in the emergency room getting a result of 81 mg/dl. Consumer reported he remained in the hospital for one evening was treated for both his heart a-fib and hypoglycemia. During the call to customer support; it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall out of range. The meter and test strips will be returned to evaluation.